Event description:
It was reported that the implantable cardioverter defibrillator exhibited post-sensed t-wave over-sensing resulting in inappropriate anti-tachycardia pacing (atp). No intervention was performed. The patient's status was unknown.